Manufacturer narrative:
(B) (4)the device has been received for evaluation but evaluation has not yet been completed. Once evaluation has been completed, a follow-up report will be submitted.

Event description:
The facility representative reported flogard "f94" complaint discovered during patient use. Patient was being treated in intensive care unit when even occurred. The event resulted in an interruption of patient therapy, but additional information is not available. According to the facility representative, no patient injury or medical intervention had been reported related to the device.